Event description:
A 16 gauge insyte catheter was being used on a calf when the catheter separated from the adapter. The vet was able to get ahold of the catheter with their fingernails and retrieve the catheter segment with no complications to the calf.